Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received visual observations revealed wear marks. It was observed that needle was stuck inside the shaft, the tip of the needle was broken, and it was protruded from the jaw. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the results, this complaint can be confirmed. The lot number provided indicates this device was manufacturer since 2018 and has seen considerable use in the field which is consistent with its appearance. The possible root cause could be attributed to repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Also, when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. No further procedure information was provided to determine if the above reason contributed to this failure. As per IFU: (expressew iii flexible suture passer), it is necessary to follow the instructions and warnings of any cleaning and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage; the device require special attention during cleaning. It is important that during the maintenance; between uses, lubricate moving parts with a water-soluble lubricant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in italy that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the the needled on the expressew iii suture passer w/o hook was removed with extreme difficulty. During in-house engineering evaluation, it was determined that the needle was stuck inside the shaft; and the tip of the needle was broken and protruding from the jaw. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.